Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (ipg), implanted: (B)(6) 2010; 5076-45 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
Additional information was received that the lead was fractured. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that there were several ventricular high rates observed. The patient had been symptomatic at various times of the day for the past 3 months. The patient was pacemaker dependent. Technical services discussed that they could not tell if this was oversensing or actual ventricular sensed events. The caller was going to change atrial egm to ventricular egm for stored events and the physician ordered a monitor for the patient. Additional information was received from the physician that the patient was seen in follow up almost 2 months later. Pacemaker interrogation showed normal sensing, threshold and impedance numbers for both leads. It was noted that the patient had been hospitalized at the time the ventricular high rates were observed. No further episodes have occurred. Per the physician, the most likely scenario is that external noise caused the ventricular non-physiologic high ventricular rates. The patient wore an event monitor for 3 days which revealed episodes of nonsustained supraventricular tachycardia (svt) with a regular rate at 150 beats per minute. They were accompanied with palpitations and dizziness. No ventricular abnormal heart rhythms were observed. The svt will be treated medically at this time. No further patient complications have been reported as a result of this event.